Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted gynecology radical hysterectomy surgical procedure, there was an error on universal surgical manipulator (usm) arm 2 at start up of system. Technical service engineer (tse) asked for error message and caller mentioned error 32056. The customer performed two shutdown without breaker and epo were performed without solving the issue. Tse checked logs and confirmed issue with error 32056 associated with 905, 906 and 1123. Tse guided user to perform shutdown with epo and patient cart (psc) breaker; however, the error persisted. The customer moved the usm arm using the different clutch buttons. The procedure was converted to laparoscopic surgery with no reported injury.